Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/1548268. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 11 patients had osteolysis and a loose femoral stem.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided, so it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In the journal article it was noted that patients had osteolysis and a loose femoral stem, and none of the acetabular components appeared loose on the radiographs. Femoral osteolysis occurred most frequently around the smooth, distal portion of the prosthesis. Product history search cannot be completed since the part and lot numbers are unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.

Event description:
It was reported that 10 patients had osteolysis and a loose femoral stem.